Event description:
Additional information was received that the patient was seen by a neurologist. Information was received from the neurologist that the patient's seizures had not increased and that the patient's seizures have not occurred out of the norm. No interventions were needed nor taken.

Event description:
It was reported that the patient was experiencing an increase in seizures. It is unknown whether or not the increase is above the patient&#39;s pre-vns baseline frequency. The patient&#39;s previous neurologist retired and the patient was referred to a new neurologist for follow-up. The patient is scheduled to be seen, but has not been seen to date.